Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the infusion line did not move over to air performing a fluid air exchange during surgery. The procedure type was unknown. The surgery was completed after opened a new pack. There was no patient impact.

Manufacturer narrative:
Additional information was updated in a.1, a.3.a, b.3. And b.5. The patient identifiers and procedure completion details were updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that event occurred while performing right eye posterior vitrectomy surgery on patient. After opened new cassette finished the surgery without any further problem.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. We do recommend if this occurs again, to retain and return the product for root cause evaluation. The image provided confirms product lot information. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).